Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The fractured component was returned for further evaluation, which is pending. Should additional information be obtained the report will be supplemented. Additional information: microport performed a visual inspection and confirmed that the tibial hinge post fractured near the base. Microport identified that the fracture surface resembles a fatigue fracture. Microscopic analysis shows that the fracture likely initiated at the anterior portion of the tibial hinge base post due to the fracture face being more ductile as opposed to the remaining area being more brittle. Microport concluded that because of the two different fracture types the implant likely experiencing cycling overloading, but the source of the loading is unknown. Microport conducted a dimensional inspection on the returned tibial hinge component. They concluded that all characteristics that were not affected from wear and damage experienced by the implants were within specification. Ultimately, the tibial hinge component was conforming during the initial surgery based upon the device history records and the complaint could not be attributed to the manufacture of the device or a nonconformance.

Event description:
Patient underwent a revision surgery due to the post of the hinge component fracturing.

Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The fractured component was returned for further evaluation, which is pending. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to the post of the hinge component fracturing.